Event description:
It was reported that the patient experienced pain at the pocket site. It was noted that the implantable pulse generator (ipg) had flipped, causing to not be able to fully charge the device. The patient underwent a pocket revision, and the device remains implanted and in use.